Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no moisture damage on electronic assembly or motor noted. The unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was also reported that the numbers on the insulin pump scroll up or down without any input from the customer. It was also reported that the insulin pump was exposed to moisture. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.